Manufacturer narrative:
(B)(4).

Event description:
It was reported that, non-sustained oversensing episodes and an aborted shock were observed during a follow-up in clinic due to ventricular lead noise. Programming changes were made. The patient was asymptomatic and will be referred to an electrophysiologist.